Event description:
In 2009, the patient reported that she has received the a5 (technical inspection) alert on her infusion device. She was advised that there were 2 months of life remaining on the infusion device. She stated that she had been experiencing unexplainable elevated blood glucose for the past month and she attributes this to the infusion device. She stated that when she woke up her blood glucose measured 7 mmol/l (126 mg/dl) and she ate, bolused, and walked to the post office. When she arrived home her blood glucose measured 16.8 mmol/l (302 mg/dl). Her normal blood glucose level is 4-10 mmol/l (72-180 mg/dl). She also reported that she received an a4 (cartridge/adapter) alert a few minutes prior to the report. She changed the insulin cartridge and was able to clear the error. Troubleshooting did not reveal any product issues. She is currently wearing the infusion device and bolusing via insulin pen. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.